Manufacturer narrative:
The device logs were not provided. Our field service engineer (fse) investigated the ventilator on site. The nozzle units of the gas modules were found to be defective. The ventilator was returned to the customer in good working condition after replacement of the nozzle units. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient¿involvement. Manufacturer's ref. #: (B)(4).